Event description:
A report received stated a patient noticed a leak in the cuff of an 7sct (single cannula trach) tracheal tube during pre-testing. The tracheal tube was replaced. There was no patient involvement.

Manufacturer narrative:
The returned device was inspected and the reported issue was confirmed. An inflation/deflation test was performed using a syringe. Twelve (12) cc of air was applied to the cuff and it was observed that the cuff deflated immediately, a visual inspection was conducted and it was observed the inflation line was partially broken in the area where it bonds with the flange connector and part of the tube is still attached. (B)(4).